Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient alleged the needle broke and remained in the skin. The patient confirmed it was the needle and not the sensor wire. On (B)(6) 2024, the patient consulted a physician who successfully removed the needle from the skin (unspecified procedure) and cleaned the area afterwards with alcohol. No diagnostic testing was performed during the visit. The patient experienced post procedure soreness, tenderness, and swelling in the area. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.